Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal left main artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was advanced through a non-medtronic guide extension catheter to proximal/mid left main. Difficulty due to calcification and lesion crossability was noted. The stent was removed to inspect the stent prior to crossing again and it was noted that stent strut deformation occurred. The procedure was completed using a medtronic stent without any issues. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: there were two kinks on the hypotube 44.7cm and 92.1cm distal to the strain relief. Stent is positioned correctly between the marker bands but did not meet specifications due to the deformation. Deformation was evident to the first and second distal stent wraps with struts raised and bunched. Deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.